Event description:
It was reported that an arteriotomy closure of an unspecified vessel after an unspecified procedure using a perclose proglide device. Reportedly, the sutures did not come out. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. The physician was proficient in the use of the device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4): the proglide device was not returned for analysis, which may have assisted in the investigation. Therefore, a conclusive cause for the reported sutures not coming out. However, user technique may have contributed to the reported event. A sutures not coming out can be influenced by numerous factors including, but not limited to: manufacturing, however, the needle trajectory of every device which could cause a cuff-miss and the subsequent suture not coming out, is checked during manufacturing. Another contributing factor to this event is user technique, such as, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. However, no information in regards to the user technique was provided. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss, but reportedly, the patient had no calcification and did not have a history of prior arteriotomy or device closure in the target groin. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint. A query of the complaint handling database for this lot did not reveal any other incidents reported for sutures not coming out.